Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, one band was attempted to be deployed; however, the handle was blocked and the trip wire was broken. The procedure was completed with a different device. No patient complications have been reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of handle blocked and tripwire broken. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly were returned with the device. It was found that the trip wire was not broken, and part of the handle was broken due to the tension from the trip wire. The trip wire was secured but the slack was not taken up correctly. Further examination was performed, and marks from the trip wire were observed on the broken part of the handle. The ligator head did not present any issues. The velcro strap is missing the metal ring. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event of broken trip wire was not confirmed; however, it was confirmed that the handle was broken. A review of the instructions for use (IFU) and product labeling was completed and revealed that the device was used in a manner inconsistent with a written instruction in the (IFU). The IFU states, "take up slack by pulling proximal end of trip wire on handle unit". Since the slack was not properly removed, this could have caused an extra tension on the device that led the handle to become broken and damaged. Upon, analysis it was also found that the velcro strap was missing the metal ring. This is related to a manufacturer deficiency with supplier as owner. An investigation was completed, and a solution implemented to address the problem with the faulty velcro strap. This unit was manufactured prior to the solution implementation. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, one band was attempted to be deployed; however, the handle was blocked and the trip wire was broken. The procedure was completed with a different device. No patient complications have been reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.